Manufacturer narrative:
Associated products were requested but not provided. It is unknown if qualified products are being used. Per the dfu, the use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that after the intraocular lens (iol) implantation the adhering dirt from the cartridge remained behind the lens optics and has happened several times in the last week. Additional information was requested.

Manufacturer narrative:
The used complaint company cartridges were not returned. Sixteen unopened 10-count company cartridges were returned for the reported lot. One unopened company cartridge was removed from each carton for evaluation. The company cartridges were microscopically examined with no damage observed. No particulate was observed inside the cartridge lumens. The sixteen company cartridges were functionally tested per the dfu. No lens or cartridge damage was observed after the lens deliveries. No foreign material was observed. The company cartridges were cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and documentation indicated the product met release criteria. The lens model/diopter, handpiece and viscoelastic used were not provided. The root cause for the reported complaint could not be determined. The used company cartridge complaint samples were not returned. No determination can be made without physical evaluation of the complaint sample. Sixteen of the returned unopened company cartridges for the reported lot were evaluated. Functional and dye stain testing was conducted with the unopened samples with acceptable results. No foreign material was observed after the functional testing. It is unknown if a qualified lens model/diopter, handpiece and viscoelastic were used. Per the IFU: the company iol delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).